Event description:
A confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The pump had been stalled since (B)(6), 2012. A volume discrepancy was also noted. The actual residual volume (arv) was 15ml , greater than the expected residual volume (erv) of 6.6ml. It was later reported that the eri (elective replacement indicator) had occurred and the battery was beeping. (Eos) end of service occurred, although it showed 16 months. The pump was used to deliver octreotide. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
Additional information received reported that a motor stall occurred on (B)(6) 2012 at 13:20 and it was recovered on (B)(6) 2012 at 14:23. The motor stall and recovery were noted in the event logs.

Event description:
Additional information received indicated that the patient was doing great and receiving effective therapy. It was added that the pump was beeping pre-maturely and had two years left on the eri (elective replacement indicator).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709 lot # j0058160r , implanted on: (B)(6) 2001 explanted on: unknown. The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed pump/motor gear train anomaly and corrosion.